Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed incoming functional testing and was displaying a service code 102. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor sn 07083707 was completed. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed incoming functional testing and was displaying a service code 102. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code.